Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log and was able to reproduce the error by performing an all-set-home. The fse suspected the x3 home sensor (pia board s1404) and replaced it. Fse repaired and validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 03sep2023 through aware date 03oct2024. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4313) sample loader x3-axis home overrun cause: the home sensor activated improperly after movement of the sample loader x3-axis. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to the failure of the pia board sensor.

Event description:
A customer reported error message ¿4313 sample loader x3-axis home overrun¿ on the aia-2000 analyzer. The customer stated the x3 pusher is stopping a few inches from the home position. The technical support specialist (tss) instructed the customer to reset the power and reposition the x3 sensor. While powering up, the x3 pusher it did not move and the error reoccurred immediately. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The pia board was returned to tosoh instrument service center (isc) for investigation. A visual inspection was performed, and no damage was identified. A functional test for wiring continuity was performed on the returned part. No short or open circuits were identified. The pia board meets specifications. Isc was unable to replicate the complaint and therefore is unable to confirm the complaint. The most probable cause of the reported event could not be determined.